Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system (hl-90) was returned for investigation in used condition. Visual inspection revealed normal wear and tear on the enclosure, old style components including the pcb, the enclosure, and drain fitting. The investigator also noted a rusty drain fitting. The investigator attached a disposable and powered on the device. The product problem was attributed to a faulty micro switch. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer underwent a pre-test check when the reporter stated the "check disposable alarm" went off. No patient was involved in this event and no adverse effects were reported.